Event description:
It was reported that the device had a power on reset. The reset was cleared and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset - power on reset parameters. There was a critical ram parity error logged on (B)(6) 2011 in (B)(6). Por severity is considered low as device should be able to fully recover after reset.